Event description:
The manufacturer received information alleging a patient was found unresponsive while on a ventilator. The patient expired. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The device's event log was reviewed and it was confirmed that no malfunctions or issues that could potentially impact therapy were logged. The manufacturer concludes the device did not cause or contribute to the reported event.